Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead and right atrial (ra) lead, high pacing threshold measurements occurred. As a result, the patient suffered adams-stokes syndrome and additional medical intervention was performed to stabilize the patient. The patient's blood pressure was not longer suitable to continue the implant so as a result, the leads were extracted and the procedure was ended. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance and the measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.